Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The patient effects of ischemia, numbness and pain are listed in the proglide instructions for use (IFU), in the potential adverse events section. In the absence of device returned for analysis, a conclusive cause for the reported foot detachment could not be determined. The reported patient effects are known inherent risks of the procedure. A conclusive cause for the reported patient effect of prolapse, and the relationship to the product, if any, cannot be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
User facility medwatch report received that states: "presented on (B)(6) 2019 for endovascular repair of her abdominal aorta. She was taken to the operating room on (B)(6) 2019, where an endologix procedure was performed and an afx2 bifurcated device was deployed. The patient was transferred to pacu, where it was noted that the patient had reducted perception to the right foot and increased pain with medication. She was taken back to the operating room for lower limb ischemia and exploration of the right femoral artery. Exploration revealed a ruptured femoral plaque. Further investigation discovered the foot of the percutaneous closure device present in the vessel. A femoral endarterectomy was performed and closure with a bovine patch achieved a good distal flow following the case and characterize the anatomy and topography." Mw (B)(4). No additional information was provided.